Event description:
A patient is alleging that scds (sequential compression device) on his leg post surgery caused nerve damage resulting in right foot drop. At the time of event, it was felt scds were not involved. We are reporting this in order to be sure no other events of this kind have been noted. Peroneal nerve was involved.